Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump did not charge overnight, intermittently powered on and off, stopped insulin delivery, and required connection to a charger to initiate rewind, with alerts including restart, dosing stops soon, and very low battery; review of device logs indicated improper charging behavior with a battery drop to zero and subsequent partial recovery. Symptoms included hyperglycemia and nausea. Outcomes included a missed insulin dose. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed usage problems and no device problem found, with an attribution to improper or incorrect procedure or method, and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.